Event description:
Info received indicates the head section is drifting down with a pt in the bed. No injury reported.

Manufacturer narrative:
The facility declined assistance with the repair of the bed.